Manufacturer narrative:
Citation: yamashita y et al. Comparison of cardiac energetics after transcatheter and surgical aortic valve replacements. Interact c ardiovasc thorac surg. 2019 apr 1; 28 (4): 587-593. Doi: 10.1093/icvts/ivy292. Advance access publication 25 october 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison in the changes in cardiac energetics in patients following transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr). All data were retrospectively collected from single center between january 2012 and september 2016. The study population included 117 patients (predominantly female; mean age 81 years), 9 of which were implanted with medtronic corevalve transcatheter valves and 1 was implanted with a medtronic mosaic surgical valve. No serial numbers were provided. Among all tavr patients, 3 deaths occurred due to: renal failure, respiratory failure, and sudden cardiac arrest. For the savr patients, one patient died due to an infection. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all tavr patients, adverse events included: permanent pacemaker implantation due to atrioventricular block, conversion to savr, aortic regurgitation (noted to be significant), and elevated transvalvular gradients. Among all savr patients, adverse events included: re-do aortic valve replacement, re-exploration for bleeding, re-intubation, permanent pacemaker implantation, symptomatic cerebral infarction, and elevated transvalvular gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.